Event description:
Consumer stated: maybe three or four months ago, I used a toothbrush in the pack. I normally use my toothbrushes till its bristles are very frayed. So, I brushed my teeth with this toothbrush when it was at its frayed stage. While "brushing", I felt something sharp in my mouth. I saw that the sharp thing was a very small piece of metal. Its shape is square or rectangle. And because of its shape, its corners are sharp. I wasn't so sure if it came from my toothbrush, but I did wonder why it was in my mouth when I brushed. Now today, I brushed my teeth again with a different toothbrush, not the same one from months ago but the same exact toothbrush. Again, it's at it's frayed stage. Though this time, my brush was too frayed I think, because a chunk of bristles came off when I brushed. I removed the chunk from my mouth, and in this chunk were two to three of the small pieces metal, the same metal from months ago. I now believe the metal from months ago was definitely from this brush. I think it cut into my gums but not too bad. No contact information provided, product not returned.